Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.